Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable required replacement. The cable was replaced and the issue was resolved. The replaced cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system displays a constant red 'x' for the status of the communication with the mobile view station (mvs). There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. Testing found that gbit testing failed due to a short occurring between lines 1 and 2 causing a failure. This indicated an electrical failure due to a short.